Event description:
A medtronic representative reported that while in a training session a short percutaneous clamp would not close properly. When tightening the screw the threads caused it to tighten before the clamp was fully closed. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Medtronic investigation of returned suspect device finds the adjustment screw has rounded and damaged threads. Physical damage, stripped threads on the screw, directly caused the event.